Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a keypad anomaly after they got off an airline flight. They could not get the buttons to work. The customer¿s blood glucose during the incident was 140 mg/dl. They were advised that the issue can occur with the insulin pump that they have. No further assistance was required. The insulin pump will not be returned for analysis.